Manufacturer narrative:
Physio control evaluated the customer's device and verified the reported issue through the downloaded electronic patient records. After the power pcb assembly was replaced and some other unrelated repairs, a proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Patient fields in which information is not provided were intentionally left blank.

Event description:
A customer contacted physio control to report that their device had unexpectedly lost power while monitoring a patient. There were no reports of adverse effects to the patient as a result of the reported issue.

Event description:
A customer contacted physio control to report that their device had unexpectedly lost power while monitoring a patient. There were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Section h10 and/or h11 of the supplemental medwatch 0003015876-2021-00051 report indicates: the root cause of the reported complaint of unexpected power off during code summary is due to the use of a battery passed its recommended service life and failure of power pcb. Per the lifepak® 15 monitor/defibrillator operating instructions, the recommended life for this battery is 2 years. Section h10 and/or h11 of the supplemental medwatch 0003015876-2021-00051 report should indicate: the cause of the reported issue was determined to be fretting corrosion on the battery wire harness contacts of connector j11 and the mating power pcb assembly contacts of connector p11, and an old battery, passed its recommended service life. The fretting corrosion on j11/p11, and old batteries can increase the resistance of the input power path. This increase in resistance can result in a sudden loss of device power under conditions of high current usage from functions such as printing a code-summary® record. The excessive voltage drop at the contacts triggers the power fail detector circuit on the power board, which causes the device to power cycle. Per the lifepak® 15 monitor/defibrillator operating instructions, the recommended life for this battery is 2 years.

Manufacturer narrative:
The root cause of the reported complaint of unexpected power off during code summary is due to the use of a battery passed its recommended service life and failure of power pcb. Per the lifepak® 15 monitor/defibrillator operating instructions, the recommended life for this battery is 2 years.

Event description:
A customer contacted physio control to report that their device had unexpectedly lost power while monitoring a patient. There were no reports of adverse effects to the patient as a result of the reported issue.